Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a video of the sample were provided for evaluation. The reported issue of leakage was not identified by initial visual inspection on the returned sample; however, during visual inspection of the video, the reported issue was identified at the administration spike ports in the lower front area of the bag. Functional testing of sample was performed, and a leak was immediately identified at the lower front area at the spike port of the eva bag. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding on the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva (ethylene vinyl acetate) bag was leaking from the membrane port. The leak was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.